Event description:
It was reported that when the programmer was turned on it would not respond to the stylus touch pen. The pen was attempted to be changed out but when the disk was loaded a "grinding" sound was heard. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer did not respond to the stylus touch pen and noted that it was unable to be calibrated. The overlay/bezel assembly was replaced and the stylus calibrated. It was additionally noted that the stylus port on the media processing unit (mpu) was loose and that the floppy disk drive was bent inside and would not easily accept a disk, confirming the customer comment that it made a noise when the disk was loaded. Both the mpu and the floppy disk drive were replaced. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).